Event description:
After attaching the j-loop (smartsite extension set) to the patient's IV after inserting the IV, the j loop waws continuously leaking saline and blood at the attachment point. We detached and reattached the j loop and it was still just continuously leaking. So we grabbed an entirely new j loop and did not have the same issue.